Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a newly implanted lead test while using the programmer analyzer, it was observed that the programmer screen was flashing when the rate was selected for adjustment. This occurred multiple times before the user could successfully change the rate. Additionally, at one point, the slew rate and p wave box names disappeared from the programmer's display. Despite these challenges, the testing was eventually completed. No patient complications have been reported in connection with this event.